Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the right atrial (ra) lead was repositioned three times but the physician was not able to get a stable fixation. The ra lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.